Manufacturer narrative:
Batch review performed on 10 january 2024: lot 124506: (B)(4) items manufactured and released on 08-jan-2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to loose stem, at about 7 years 11 months after primary. Stem, head and liner revised successfully.